Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complications suffered by plaintiff were not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow-up received on 05-jul-2016: quality-safety evaluation of ptc: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation / perforation (fallopian tube(s)/ failure to occlude (close) fallopian tube (s)'), device dislocation ('migration/ failure to occlude (close) fallopian tube (s)') and cholecystectomy ('gallbladder had to be removed') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), bipolar disorder and fibromyalgia. Previously administered products included for an unreported indication: depo-provera and nuvaring. Concurrent conditions included depression, abdominal pain, vaginal itching, vaginal irritation, asthma, mood swings, itchy, skin peeling and dysmenorrhea. Concomitant products included cefixime (flexeril), colecalciferol (d3), duloxetine hydrochloride (cymbalta), gabapentin (neurontin) and trazodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse )") and was found to have weight increased ("weight gain / loss specify which one: weight gain/ I kept picking up weight and losing my hair until I had the essure device removed"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ my cramping pain increased after I received the essure device"), back pain ("low back pain"), pain in extremity ("leg pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required), 3 months 9 days after insertion of essure. In 2013, the patient underwent cholecystectomy (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced fatigue ("fatigue,"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss/ I kept picking up weight and losing my hair until I had the essure device removed"), abdominal pain lower ("lower right quadrant pain"), fibromyalgia ("fibromyalgia"), uterine inflammation ("inflamed uterus"), dry skin ("dry skin patches/ extra dry scalp"), acne ("ever since essure I had these white cyst like acne bumps all over my face") and pruritus ("itchy patches"). The patient was treated with calcium, ketorolac tromethamine (toradol) and surgery (hysterectomy,bilateralsalpingectomy,gallbladder had to be removed so had tubes burn at the same time and surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, cholecystectomy, vitamin d deficiency, dyspareunia, pain in extremity, abdominal pain lower, vaginal haemorrhage, menorrhagia, uterine inflammation, dry skin, acne and pruritus outcome was unknown, the dysmenorrhoea had resolved and the fatigue, alopecia, weight increased, back pain and fibromyalgia was resolving. The reporter considered abdominal pain lower, acne, alopecia, back pain, cholecystectomy, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, pain in extremity, pruritus, uterine inflammation, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: the plaintiff was implanted with essure and subsequently had the device removed due to complications. The complications suffered by plaintiff were not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Current weight:167 lbs essure confirmation test- date(s) of communication: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following one was described in patients social media: vitamin d deficiency, dry skin, acne. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-dec-2019: plaintiff fact sheet received : events added- vaginal haemorrhage, menorrhagia, uterine inflammation, dry skin, itchy patches, acne. Concomitant products, medical history added. Event onset dates added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation,"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: the plaintiff was implanted with essure and subsequently had the device removed due to complications. The complications suffered by plaintiff were not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-nov-2017: events medical device removal and device complications deleted and event perforation, migration, abnormal bleeding, pain were added with essure start and stop date. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation,"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with calcium, surgery (surgery to remove the essure).essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage and vitamin d deficiency outcome was unknown. The reporter considered device dislocation, genital haemorrhage, uterine perforation and vitamin d deficiency to be related to essure. The reporter commented: the plaintiff was implanted with essure and subsequently had the device removed due to complications. The complications suffered by plaintiff were not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. ¿concerning the injuries reported in this case, the following one was described in patients social media: vitamin d deficiency." Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-jun-2018: per social media event: vitamin d deficiency was added. Reporter information was updated. Treatment medication was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / perforation (fallopian tube(s)"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding") and cholecystectomy ("gallbladder had to be removed") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient underwent cholecystectomy (seriousness criterion medically significant). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), fatigue ("fatigue,"), weight increased ("weight gain / loss specify which one: weight gain"), back pain ("low back pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), abdominal pain lower ("lower right quadrant pain") and fibromyalgia ("fibromyalgia"). The patient was treated with calcium, ketorolac tromethamine (toradol), surgery (surgery to remove the essure, hysterectomy, salpingectomy, gallbladder had to be removed so had tubes burn at the same time). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, cholecystectomy, vitamin d deficiency, dyspareunia, pain in extremity and abdominal pain lower outcome was unknown, the dysmenorrhoea had resolved and the fatigue, alopecia, weight increased, back pain and fibromyalgia was resolving. The reporter considered abdominal pain lower, alopecia, back pain, cholecystectomy, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, pain in extremity, vitamin d deficiency and weight increased to be related to essure. The reporter commented: the plaintiff was implanted with essure and subsequently had the device removed due to complications. The complications suffered by plaintiff were not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Current weight:167 lbs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: failure to occlude (close) fallopian tubes . ¿concerning the injuries reported in this case, the following one was described in patients social media: vitamin d deficiency." Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-jun-2018: new pfs received- new events added: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, perforation (fallopian tube(s)), weight gain, gallbladder had to be removed, chronic low back/pelvic pain on the right lower quadrant, leg pain, fibromyalgia were added. Outcome of events painful menstruation periods from unknown to resolved/recovered, event weight gain, chronic low back pain, fatigue, fibromyalgia from unknown to recovering/resolving. Date of birth was added. Product information was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.